Event description:
It was reported that the pt had been hearing intermittently and hearing popping sounds 2 weeks ago. Pt stopped hearing altogether in 2004. Testing showed that the device had malfunctioned.